Manufacturer narrative:
Continuation from medical devices: 5568-53 lead implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are still feeling dizzy after the implant of their new implantable pulse generator (ipg). The patient also indicated having rate drop issues, and noted that the battery had rapidly depleted in two weeks. The device remains in use. No patient complications have been reported as a result of this event.